Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test. The customer's blood glucose was 299 mg/dl at the time of incident. The customer stated that the battery cap was broken and the contacts were damaged. The battery cap will be replaced. The insulin pump will not be returned for analysis.